Event description:
Poor image quality: bolus chase/run-off images are poor. Unable to subtract bowel during abdomen/pelvis imaging. Images being transferred to pacs become very dark and unreadable.manufacturer has spent multiple hours with multiple technicians and specialists to resolve the issue. As of mid-april, 2012 the issue continues to be unresolved.